Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service information was provided.

Event description:
The customer reported that the system would not function in vascular modes/arterial sequences. No patient or user injury was reported.